Manufacturer narrative:
Continuation of d10: product ID: 977c165, lot# serial# (B)(6), implanted: (B)(6) 2026, explanted: (B)(6) 2026, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 22-jul-2029, UDI#: (B)(4). Codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins). It was reported that there was high impedance on two contacts, 6 and 7. Nothing in particular contributing to the event. Troubleshooting was performed. Switch of the canals, still the same leads affected. A new lead was used and worked. Re-tunneling was not required for placement of the new lead. Issue was resolved. No surgical intervention occurred nor planned. Patient was alive with no injury.